Manufacturer narrative:
Results: there was no visible damage to the outside of the velocity. After attempting to advance a 0.025¿ mandrel through the velocity, it was observed that the liner inside the catheter was damaged. Conclusions: evaluation revealed that there was no visible damage to the outside of the velocity. The velocity was partially occluded, and a 0.025¿ mandrel could not be cycled through the catheter. Further evaluation revealed the liner inside the catheter was damaged. This damage was likely caused due to interaction with the psr3d, and exacerbated by attempts to inside the stainless steel mandrel. The initial liner damage likely caused difficulty advancing the psr3d. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure using a velocity delivery microcatheter (velocity). During the procedure, the physician was unable to advance a penumbra system 3d revascularization device (psr3d) out of its introducer sheath and into the velocity; therefore, the velocity was removed. The procedure was then completed using a penumbra system 3max reperfusion catheter (3maxc) and the same psr3d. There was no report of an adverse effect to the patient.